Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A surgical procedure was performed to add a second cuff. No components were explanted. The procedure was successfully completed.